Manufacturer narrative:
The customer declined ge service. No repair information available. No report of patient involvement. Legal manufacturer: (B)(4).

Event description:
The hospital reported a broken east side panel. There was no patient involvement.